Manufacturer narrative:
Patient date of birth/age and weight are unknown. Implant and explant dates: the device was not implanted or explanted. Initial reporter: hospital contact number: (B)(6). PMA 510(k): the device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4). Manufacturing date: february 11, 2015 - expiry date: february 1, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) open reduction internal fixation (orif) procedure on (B)(6) 2015 for a proximal femur fracture. During the procedure, the blade missed the nail. Trocars were put under a lot of soft tissue tension due to a very anterior lateral incision. As a result, the incision was pre-committed in a suboptimal position off-axis to the line of desired trajectory for blade insertion. The trocar was also over-advanced against the lateral cortex of the femur. A lot of tension was generated that could have further skewed the trajectory of the trocars. Otherwise, the standard surgical technique was followed. A like device (95mm blade) was then used to proceed with the procedure. A fifteen (15) minute surgical delay was reported while the initial blade was removed and a new one inserted. This report is 1 of 2 for (B)(4).